Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). No product or photo was returned by the customer. The customer complaint of a crack found on the tip of the anti-siphon valve could not be verified due to the product not being returned for failure investigation. A device history record review for model 30873 lot number 20015478 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07jan2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the pca set y conn check vlv 90 inch experienced device damage/deformation/cracking. The following information was provided by the initial reporter: material no: 30873 , batch no: 20015478. Product: pca administration set. Lot number: 20015478. Product expiry date: 07-jan-2023. Number of defective product(s): 1. Concern description: crack found on tip of anti-siphon valve.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of a crack found on the tip of the anti-siphon valve could not be verified due to the product not being returned for failure investigation. A device history record review for model 30873 lot number 20015478 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of discoloration with lot #20015478 regarding item #30873. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the pca set y conn check vlv 90 inch experienced device damage/deformation/cracking. The following information was provided by the initial reporter: material no: 30873. Batch no: 20015478. Product: pca administration set. Lot number: 20015478. Product expiry date: 07-jan-2023. Number of defective product(s): 1. Concern description: crack found on tip of anti-siphon valve.